Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level (349-527 mg/dl) with a small level of ketones throughout the day. The customer's high bg started after eating a meal and drinking a soda. The customer delivered a bolus to address the high bg. The customer went to the emergency room (ER) due to the high bgs and was treated with an insulin drip. The customer left the ER the next morning and was not admitted to the hospital. The bg level was at 467 mg/dl upon leaving the ER and the customer "felt normal".